Event description:
It was reported that the manufacturer representative was working with the neurologist and patient on the day of the report and the clinician programmer was producing an out of regulation (oor) message. The reporter was unable to adjust stimulation as well. Due the patient¿s spinal issues, unrelated to the system, he had a CT scan previously and the radiologist noted that the extension and or lead connecting to the implantable neurostimulator (ins) showed evidence of a break or fracture. The reporter did not believe the impedance values were significantly out of range. There were no interventions or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0428156v, implanted: (B)(6) 2004, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3387-40, lot # j0428156v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7438, serial # (B)(4), product type programmer, patient. (B)(4).